Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for capacitor charge time limit reached was observed via remote transmission. Review of the transmission revealed a long charge time-out. An in-clinic capacitor maintenance was within normal range. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.